Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The date of event has been estimated to the date of explant. Related manufacturer reference number: 2135147-2022-00240-00.

Event description:
It was reported on (B)(6) 2019 a patient underwent a double valve replacement, using a trifecta gt aortic valve for the aortic valve replacement (avr) and an epic biocor mitral valve for the mitral valve replacement (mvr). On an unknown date it was discovered that the patient had developed aortic and mitral regurgitation. On (B)(6) 2022, the patient underwent a redo double valve replacement surgery. Upon explant, the epic mitral valve was examined and it appeared that the leaflet had become "thinner" and a hole was observed. Upon explant of the trifecta valve, pannus and a tear was observed on the non-coronary cusp. The patient received two non-abbott devices. It was reported that the patient remained stable throughout the procedure. At the time of report the patient was still in the hospital but recovering well. No additional information has been provided. In the sales rep opinion, the epics leaflet anatomy may have become weakened and the trifecta valves tear was likely caused by the presence of pannus and the limited mobility of the cusp. The patient received a two non-abbott devices.

Event description:
N/a.

Manufacturer narrative:
Explant was reported due to a aortic regurgitation, pannus, and a tear. The investigation found that all three leaflets were torn. There was fibrous pannus ingrowth on the inflow surface of leaflet 3 and focal pannus ingrowth on the outflow of leaflet 2. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. However, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.